Manufacturer narrative:
The customer reported issue was confirmed. The device was repaired, passed all require testing and specifications and released back to the customer. A review of the device history record for sn (B)(4) was performed from date of manufacture 06/12/2006 to the present date 11/30/2020 and confirmed that this device was previously returned for servicing 3 times. Device had similar service repair history and there were no production failures indicated on the source device.

Event description:
It was reported that the device has a broken or damaged door hinge. It is broken on the inside. No additional information was provided. There was no patient involvement.